Event description:
According to literature source of study performed from january 2005 to april 2021, in women who underwent laparoscopic myomectomy with in-bag transvaginal specimen retrieval, a ten or fifteen millimeter device was opened in the abdominal cavity and after the specimen was placed, the bag was tightened and pulled out for transvaginal removal. There were 692 patients in the study and 54 bags were checked for integrity by filling the bag with saline solution at the end of the procedure. Microperforations were found in 2 bags. Within 30 days from surgery, no infections at the level of colpotomy or pelvic abscesses were reported. Microscopic tissue spread should be taken into account in case of unsuspected malignancies due to a misdiagnosed benign myoma. There was no patient injury.

Manufacturer narrative:
Title: outcomes of in-bag transvaginal extraction in a series of 692 laparoscopic myomectomies: results from a large retrospective analysis source: journal of minimally invasive gynecology. Vol 29, no 12, december 2022, doi: 10.1016/j.jmig.2022.09.009 accepted for publication september 15, 2022 . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.